Event description:
The event occurred on an unspecified date and involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The customer reported that the device broke at the tubing connection before the white clamp. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
E1: additional contact telephone number: (B)(6). The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.